Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported left side "possible leak." Later, healthcare professional reported, ¿dropped to floor during procedure.¿ the device has been explanted and replaced.